Event description:
A cgm error 42 was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process, successfully resolving the issue with no further error codes displayed.